Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the device was implanted on (B)(6) 2019, but the use before date (ubd) is showing as 2019-11-14, indicating the device was implanted after its ubd. Per call to doctors' offices, health care providers confirmed that the patient did not have any procedures on 2019. Pain stim implanted on 2016 and urinary stim implanted on 2023 are still active. The patient had previously requested a registration update noting the implant date was (B)(6) 2019. Another rep was contacted for possible information but noted they do not have additional information. The patient was contacted via available phone number, but the patient was unable to be reached. The implant date was unable to be confirmed.